Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No loose drive support cap anomaly and no blank display anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and drive support cap anomaly on the insulin pump. Customer¿s blood glucose level was 167 mg/dl. Troubleshooting was performed. Customer advised they changed the battery, however the insulin pump remained blank. Customer advised the drive support cap appeared more recessed and out of place. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.